Event description:
(B)(4). Initial and follow-up information received on 27-jul and 07-aug-09 respectively were processed together: this non-serious spontaneous case report from (B)(6) was reported by a nurse via a company representative and forwarded by our local affiliate (B)(4). This case involves a male patient (age nos) who developed nodules on his face after receiving poly-l-lactic acid (newfill) therapy. Exact dates of therapy were not reported, but his last treatment was 1 1/2 years ago. Corrective treatment, if any, was not reported. Event outcome is unknown. (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, as investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults. Reporter's causality assessment: not provided.